Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported during setup for the surgery day, a loose intraoperative aberrometer was observed. Reporter indicated the aberrometer was not used and surgeries was performed with a different unit.

Manufacturer narrative:
A visual assessment of the returned sample showed a screw broken into the dovetail. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During onsite visit for the reported event, the field service engineer (fse) was able to replicate the reported event. The fse replaced the dovetail to resolve the issue. The root cause of the reported event can be attributed to the nonconforming dovetail. How or when this component became nonconforming cannot be determined conclusively. (B)(4).